Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2010 complaint report was reviewed and no trends were noted for the product family of vaxcel pasv ports and the failure mode of "catheter fractured." The returned sample exhibited a 0.125" hole/tear on the catheter at the exit of the connection to the port. The tear was not straight, but appeared to be jagged or ruptured. No molding defects were observed on the catheter and no sharp edges were found on the port or port/catheter connector. When measured, both the catheter and port were found to be within dimensional specification. While the complaint is confirmed for damage to the catheter, the exact cause of the damage is unable to be determined. As all components are found to be dimensionally correct, and no quality issues were noted in the DHR review, the failure does not appear to be the result of a manufacturing defect. The directions for use packaged with the ports emphasize the importance of handling the catheter with care and avoiding the use of sharp instruments which could damage the tubing. ((B)(4)).

Event description:
As reported, hospital removed a valved port assembly from a patient, because they were no longer able to access the port. The port had been in the patient since 2004, and upon removal, the catheter was found to be cracked at the connection to the port. There were no patient complications or injuries. The used device was returned for evaluation.